Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
A 'primary plum set, 15 micron filter in sight chamber, clave secondary port, 1.2 micron filter, polyethylene lined light resistant tubing, secure lock, 259 cm' was rejected in the facility's mixing center, because it was reportedly contaminated. The event occurred prior to the set's use. There was no patient involvement or harm.